Event description:
A talent thoracic stent graft was inserted in a pt for the endovascular treatment of a 5.8 cm thoracic aortic aneurysm. Vessels were non-tortuous and narrow. The right external and common iliac arteries were 30% stenosed with calcium. It was reported that when attempting to insert the device into the right external iliac artery, resistance was felt in a non-tortuous part of the artery, which was stenosed by calcification. The device was removed from the pt, and then an 8mm pta balloon was used for expanding the access artery. The device was inserted again, but again resistance was felt at the right common iliac artery. After removing the device and changing the guidewire, the device was re-inserted; however, resistance was noticed again at the bifurcation of the iliac artery. After removing the device from the pt, kinking and deformation of the outer sheath were noticed. The physician elected to change to a smaller french-size talent thoracic stent graft and was able to complete the procedure successfully. No additional clinical sequelae were reported, and the pt is fine. The device was returned to medtronic, and its eval has been completed.

Manufacturer narrative:
(B)(4): eval results and conclusions: narrow access vessels stenosed with calcification. Eval summary: blood was evident on the device and within the sheath at the back end. The bare springs were pre-deployed, and the stent stop was retracted 32 mm from the proximal end of the graft. Multiple kinks were observed on the sheath at 14 cm, 17 cm, 19.5 cm, 21 cm, 25 cm, 71.5 cm, 83 cm, and 89.5 cm. The outer diameter of the sheath at the marker band was 0.325". During eval, the stent stop was pushed distally to the proximal end of the graft, and the bare metal springs would not re-seat. This complaint for a kinked device was confirmed, with the cause most likely related to the pt's narrow and calcified vessel morphology that required a device of a smaller french size.